Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the erbe generator had an error m-0b that occurred during a procedure. The site replaced a spare generator and the procedure was able to proceed as planned. The site was unable to assist with additional troubleshooting and requested onsite support. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint, however, the fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the reported complaint during in-house testing. During visual inspection, fa found the unit to have light scuffing underside left lip of housing case. Fa also found slight scuff mark on left side of front bezel. The unit was tested on a well-known system and no errors occurred; instruments were recognized and energy operations were performed successfully on all ports. The probable root cause of error m-0b may be attributed to various factors causing the neutral electrode (e.g., grounding pad) to have resistance outside of the permissible range. The neutral electrode may be defective or may have poor contact with the patient surface.